Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported that hearing with the device in his right ear started to diminish and after about a week and a half it seemed to go away completely. The user reports that with the audio processor he hears very faintly but it is overpowered by buzzing sound quality.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that hearing with the device in his right ear started to diminish about a week and a half ago and then two days ago it seemed to go away completely.